Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation proportional valve opened and active exhalation purge valve closed during testing. The device's active exhalation control module was replaced to address the issue. Additional findings not related to the malfunction/issue were a noise coming from the device. It was determined the motor blower assembly was causing the issue. The motor blower assembly and stirring fan foam were replaced. The following parts were proactively replaced on the device: exhaust fan assembly, 43-micron filter, and power cord. After the parts were replaced on the device, a repair and run in tests were ran, the alarm and battery were checked, and the device was cleaned. The device was working properly after all the repairs were made to the device.